Event description:
It was reported that the pump was alarming. The patient experienced symptoms of withdrawal. The pump was interrogated and indicated that a pump motor stall had occurred on (B)(6)2010. The patient was admitted to the hospital and the pump was replaced. The patient recovered without sequela. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.